Event description:
I've had mentor saline breast implants for going on 14 years. In the past 2 years symptoms have really started affecting my every day life. I have the following symptoms: fatigue or chronic fatigue, cognitive dysfunction (brain fog, difficulty concentrating, word retrieval, memory loss), muscle aches, pain, and weakness, joint pain and soreness; hair loss, dry skin, eyes, mouth, hair, weight gain or weight loss, easy bruising and slow healing of wounds; temperature intolerance, chills, low libido, ringing in the ears, heart palpitations, shortness of breath, insomnia, swollen and tender lymph nodes in the breast area, underarms, throat, neck, or groin, tingling or numbness in the arms and legs; cold and discolored hands and feet, muscle twitching, dehydration, frequent urination, chronic neck and back pain, skin freckling, pigmentation changes (darkening or white spots), or an increase in papules (flesh colored raised bumps), decline in vision or vision disturbances; gastrointestinal and digestive issues, sudden food intolerances and allergies, throat clearing, cough, difficult swallowing, choking feeling, feeling like you are dying, headaches, dizziness, and migraines, mood swings, emotional instability, anxiety, panic attacks, depression, I feel like these implants are taking my life. I'm having them explanted asap; I've been to several doctors to pinpoint my problems with no true diagnosis except a gluten intolerance. I'm convinced it is bii. FDA safety report ID# (B)(4).